Manufacturer narrative:
Additional information: date of birth; brand name, common device name; PMA/510k; device manufacture date, recall (if recall number is given) or correction/removal number. An event regarding disassociation, abnormal ion levels, pain and possible altr involving a metal head was reported. The event could not be confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of an nc. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. The specific event for this device and exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, medical records, histopathology reports, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device (left hip) the patient began experiencing discomfort in the area of her device. It is further alleged that initial diagnostic workup revealed gross failure of the accolade trunnion and marked elevation of serum cobalt, chromium, and titanium. As a result, the device was surgically removed and upon removal severe and permanent tissue and muscle damage was noted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device (left hip) the patient began experiencing discomfort in the area of her device. It is further alleged that initial diagnostic workup revealed gross failure of the accolade trunnion and marked elevation of serum cobalt, chromium, and titanium. As a result, the device was surgically removed and upon removal severe and permanent tissue and muscle damage was noted.